Event description:
It was reported that the entire system, including two leads and a device, were removed due to sepsis and endocarditis. No further patient complications have been reported as a result of this event., infection.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The lead is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found. (B)(4) analysis of the leads is in process; the results will be forwarded when available.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The lead is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found. (B)(4): a partial lead in segments was returned and analyzed. Analysis results revealed that no anomalies were found. Blood was present in/on the helix mechanism. The inner tubing was kinked/buckled. The outer tubing overlay was melted and had cosmetic environmental stress cracks. The outer insulation had a cosmetic depression. The helix was distorted/bent and there was apparent explant damage. The device is part of the advisory for this model. (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood was present in/on the helix mechanism. The outer insulation was breached cut and had a cosmetic depression. The helix was distorted/bent and there was apparent explant damage.